Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/(B)(4) tested (B)(6) for (B)(6). The duodenoscope was returned to pentax medical for evaluation. The pentax inspectional findings included the following: primary operation channel resistance, distal cap - fixed type failed seal integrity inspection, air/water socket cylinder o-ring chipped, passed dry/wet leak test, fluid invasion not observed in pve connector or control body.